Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. The serial number for the meter on the label did not match the serial number on the customer service mode of the meter. There was no record of tests being completed on the meter. When an attempt was made to check the strip port in customer service mode, the meter displayed e84 i.e. Software error. There is a potential that the software error caused the meter to reset the logbook and the languages. In some countries outside the us, customer information is not provided due to privacy laws. The customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that he was no longer able to select the german language on his contour next link 2.4 meter. The customer reported that the meter was only showing english and spanish languages. The customer was able to perform a blood glucose test. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.